Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01466. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Dyspareunia. Corrected information: it was reported that patient had mesh products implanted along with a hysterectomy with bilateral salpingo-oophorectomy and lysis of adhesions. Due to vaginal/pelvic pain, dyspareunia, the mesh was removed on (B)(6) 2001 and (B)(6) 2011.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2008 for the treatment of pelvic organ prolapse and stress urinary incontinence. During the procedure, pelvic floor repair mesh was used. The patient experienced erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.